Manufacturer narrative:
The pump passed the functional tests, including the displacement, rewind, basic occlusion, occlusion, prime, excessive no delivery and delivery accuracy tests. No motor error alarm was noted. The motor was tested outside of the device and it passed. The pump had minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, a cracked belt clip slot and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer was hospitalized with high blood glucose and diabetic ketoacidosis. Blood glucose level at the time of admission was 800 mg/dl. She was treated with IV drip. The customer was not wearing the insulin pump at the time of admission but had not worn it for less than 48 hours. The insulin pump had two motor error alarms within a month. Customer's blood glucose the day of the call was in the 100 mg/dl range. It was advised that a loaner insulin pump would be sent. The device will be returned for analysis.